Manufacturer narrative:
Summary of evaluation: the evaluation could not be performed. The device was not returned to howmedica rutherford.

Event description:
The pt had multiple dislocations. Revision surgery revealed the acetabular line was not fully seated in the cup.